Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation and further investigation was not conclusive. Although a specific cause cannot be determined, a potential root cause for this event could be, "poor shaft/balloon interface design" "inadequate material selection", "inadequate adhesive bond". The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "only a physician who has an understanding of the clinical applications, technical principles and associated risks associated with balloon dilation of the nephrostomy tract should use this device." "The x-force® nephrostomy balloon dilation catheter is a sterile, single use device. Carefully inspect the catheter and the sterile packaging for signs of damage that may have occurred during shipment. Do not use the product if damage is evident." "Preparation of the catheter all x-force® nephrostomy balloon dilation catheters contain air in the balloon lumen. The air must be removed to allow liquid to fill the balloon when it is inflated. 1. Remove the protective sheath from the balloon. 2. Attach the inflation device to the connector on the balloon lumen. 3. Open the stopcock, and draw back on the inflation device to remove the air from the balloon catheter 4. Close the stopcock, remove the inflation device, depress the plunger to remove any air and reattach to the balloon catheter. 5. Repeat steps 3-4 until all air is removed from the balloon lumen." "Inflating the balloon catheter 1. Fill the inflation device (eagle¿ inflation device) with sterile, liquid media. 2. Attach the inflation device to the balloon lumen. 3. Open the stopcock and inflate the balloon." 4. Once dilation has been attained, advance the sheath over the balloon. "Warning: do not use air or any gaseous substances as a balloon inflation media, always use sterile liquid media." "Note: the use of an inflation device with a pressure gauge is highly recommended to make sure adequate pressure is applied and the maximum limits of the balloon are not exceeded." "Note: slight reduction in balloon pressure may be required if resistance is encountered when advancing the sheath over the balloon." "Caution: do not exceed the recommended rated burst pressure (rbp) for this device. Balloon rupture may occur if the rbp rating is exceeded. Please refer to the device label for the recommended rbp." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the balloon of the balloon dilation catheter was unpacked and connected to the pump properly prior to operation. After the saline was injected, the balloon could not be inflated properly and leaked liquid. This made the procedure unable to be conducted properly. The user replaced with a new balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon of the balloon dilation catheter was unpacked and connected to the pump properly prior to operation. After the saline was injected, the balloon could not be inflated properly and leaked liquid. This made the procedure unable to be conducted properly. The user replaced with a new balloon.